Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low impedance and no capture at full output were noted on the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure of leadless implantable pulse generator (ipg) the ipg "numbers" were not ideal. It was also reported that the ipg dislodged into the pulmonary artery. The ipg was snared and removed from the patient. The procedure was completed with a second ipg.